Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customers charge nurse called baxter technical service on (B) (6) 2009. The charge nurse reported an infus-or pump that alarmed during a surgical procedure a patient was being administered propofol when pump alarmed and stopped infusing medication causing an interruption of therapy. The pump was exchanged and the surgical procedure was completed. There was no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.